Event description:
It was reported that the patient underwent a vaginal hysterectomy with sling implantation in 2004. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. It was reported that due to mesh erosion, pain and vaginal bleeding mesh was removed (B)(6) 2010 and (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01933. The same patient is represented in each medwatch.